Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that than occlusion alarm occurred on the night of (B)(6) 2017. Prior to calling tandem technical support, the customer cleared the alarm without the occlusion reoccurring and resumed insulin delivery. The customer did not change the supplies on the pump after resuming insulin. Additionally, the customer reported receiving an inaccurate fill estimate. Reportedly, the cartridge was filled on (B)(6) 2017 with approximately 155 units of insulin, and initially observed an accurate fill estimate of 120 units. However, the contact was unable to provide the updated fill estimate after the delivery of 10.2 units of insulin had been delivered. The customer blood glucose (bg) level was elevated; however, the value was not provided. To address bg level, the customer delivered a correction bolus.